Event description:
It was reported that the battery of this implantable pacemaker device was suspected to be depleting prematurely. The longevity appeared to continuously decrease 1 year over 6 months time. No request was made to have data from this device analyzed and no data was provided. The device remains in service. The patient will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the battery of this implantable pacemaker device was suspected to be depleting prematurely. The longevity appeared to continuously decrease 1 year over 6 months time. No request was made to have data from this device analyzed and no data was provided. The device remains in service. The patient will continue to be monitored. No adverse patient effects were reported. Additional information was received which indicated a request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported. Additional information was received which indicated the device was explanted and replaced. No additional adverse patient effects were reported. The device is not expected to be returned for analysis.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the battery of this implantable pacemaker device was suspected to be depleting prematurely. The longevity appeared to continuously decrease 1 year over 6 months time. No request was made to have data from this device analyzed and no data was provided. The device remains in service. The patient will continue to be monitored. No adverse patient effects were reported. Additional information was received which indicated a request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported. Additional information was received which indicated the device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable pacemaker device was suspected to be depleting prematurely. The longevity appeared to continuously decrease 1 year over 6 months time. No request was made to have data from this device analyzed and no data was provided. The device remains in service. The patient will continue to be monitored. No adverse patient effects were reported. Additional information was received which indicated a request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.